Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. On the same day as event onset, the patient treated with intraperitoneal (ip) amikacin (200 milligram, one time a day) and ip cefazolin (2 gram, one time per day) for peritonitis dianeal therapy was ongoing. Seventeen days after event onset, the peritoneal effluent was clear, treatment with amikacin and cefazolin was discontinued and peritonitis was considered to be resolved. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.